Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2001 and a mesh was implanted concurrently with suprapubic tube insertion and anterior colporrhaphy due to sui and cystocele. It was reported that the patient underwent cystoscopy with hydrodistention of the bladder on (B)(6) 2004. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced urinary incontinence, urgency, frequency, nocturia, dysuria, and vaginal discomfort. It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with suprapubic tube insertion, anterior colporrhaphy and cystoscopy.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.